Event description:
It was reported that the wire was fractured, and procedure was not completed. The patient presented for treatment of the diffusely stenosed and calcified right coronary artery. The most severe area being 90-95% stenosed. A 330cm rotawire was selected for use. During the procedure, the tip of the rotowire was noted to be fractured when the guidewire was exchanged. The procedure was not completed due to this event. The patient was stable. It was further reported that the detached wire was not removed from the patient. It was left at the end of a small blood vessel, and the physician decided not to treat it. Per physician's opinion, the complex lesion of the patient could have caused the rotawire separation.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). B1: adverse event/product problem: updated to 'adverse event and product problem'. B2: outcomes attrib to adv event: added 'other serious (important medical events)'. B5: describe event or problem: added additional information. H1: type of reportable event: updated to serious injury. H6: patient codes: updated to 'foreign body in patient'.

Manufacturer narrative:
E1. Initial reporter facility name- second affiliated hospital of the chinese people's (B)(6) medical university.

Event description:
It was reported that the wire was fractured, and procedure was not completed. The patient presented for treatment of the diffusely stenosed and calcified right coronary artery. The most severe area being 90-95% stenosed. A 330cm rotawire was selected for use. During the procedure, the tip of the rotawire was noted to be fractured when the guidewire was exchanged. The procedure was not completed due to this event. The patient was stable.

Event description:
It was reported that the wire was fractured, and procedure was not completed. The patient presented for treatment of the diffusely stenosed and calcified right coronary artery. The most severe area being 90-95% stenosed. A 330cm rotawire was selected for use. During the procedure, the tip of the rotawire was noted to be fractured when the guidewire was exchanged. The procedure was not completed due to this event. The patient was stable. It was further reported that the detached wire was not removed from the patient. It was left at the end of a small blood vessel, and the physician decided not to treat it. Per physician's opinion, the complex lesion of the patient could have caused the rotawire separation. It was further reported that the non-boston scientific guidewire advanced with the assistance of the non-boston scientific microcatheter to cross the stenosis lesion. A standard rotational atherectomy procedure was performed, and guidewire exchanged. It was noted that the distal section of the rotawire was detached during the withdrawal of the microcatheter. The rotawire was removed and the detached rotawire was visible in the distal end of the rca under fluoroscopy. The rotawire position fixed, and a length was about 10mm.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital.